Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting assistance starting his last fill as he had just completed a stat drain and was stuck. Tech support provided assistance and the treatment was complete. Upon review of the treatment data, a large drain 3 volume occured on (B)(6) 2014. Treatment data provided below: drain 0: 3175ml: fill 1: 1998ml drain 1: 2453ml; fill 2: 1999ml drain 2: 1499ml; fill 3: 1999ml drain 3:4056ml; fill 4: 1999ml drain 4: 2414ml; fill 5: 1999ml. Upon follow up contact with the patient's peritoneal dialysis rn (pdrn), she confirmed that the patient did have a large drain volume. She added that there was no serious injury or need for medical intervention as a result of this event. The patient continues with the ccpd program. The reported drain volume of 4056ml was 203% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A review of the information available was performed by the post market surveillance department. A large intra-peritoneal drain 3 occurred following fill 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.